Event description:
The complainant reported that the clinicians were preparing to perform a therapeutic procedure on a patient (age, gender and weight unknown) using a rotatable snares, but during the unpacking of the device it was found that the distal tip was outside the package. The clinicians then obtain another of the same device and successfully completed the patient procedure. The complainant reported that there was no adverse affect on the patient as a result of the reported problem.

Manufacturer narrative:
The device was returned for evaluation. Visual evidence indicated that the pouch was sealed with the distal end of the device protruding out of the seal area. The vendor seals were found intact. No additional anomalies observed. This complaint condition was confirmed. The investigation conducted establishes that the unit failed as a result of manufacturing error. A review of the device history record for the pertinent lot was performed, no anomalies were noted. A search of the complaint database revealed no additional similar complaints reported for this lot number.